Event description:
It was reported that an ilet device with serial number (B)(6) experienced rapid battery depletion; with the device fully charged the prior evening and found powered off by morning, requiring recharge, and engineering log review indicated battery depletion consistent with diminished battery performance. Symptoms included an unexpected device shutdown without associated alerts or alarms. Outcomes included replacement of the device and instruction to return the original; with guidance provided to preserve data via mobile app sync, shut down the device, and continue cgm use with dexcom g7. Investigation included review of device engineering logs. Investigation of this case revealed evidence consistent with reduced battery capacity leading to premature power loss, indicating a battery performance issue within the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was battery degradation.